Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and the air/water nozzle was flushed with water and air. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the nozzle was wiped with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. During functional testing, the reported issue was confirmed: the clog in the air/water nozzle caused the device to fail specifications for air and water supply volume. In addition, the water removal ability did not meet with specifications due to the clog in the nozzle. Functional testing also showed the bending angle in the up direction did not meet with specifications and the up/down directional knob had excess play. Both directional issues occurred due to a worn angle wire. Device examination showed the following additional issues: the adhesive around the light guide lens was peeling; the adhesive around the objective lens was peeling; the scope cover plate was peeling; the suction cylinder was sheared with peeling paint; switch button 4 was worn; the universal cord was wrinkled and scratched; the control unit was discolored; the adhesive on the bending section cover was chipped; and the right/left directional knob was damaged, did not turn smoothly and had noisy operation. Examination showed the following components were scratched: universal cord protector; scope cover; lock engagement knob; lock engagement lever; both directional knobs; flexibility adjustment ring; image guide protector; connector cover; scope connector cover; hand grip; switch box; and connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The foreign material on the scope could not be specified and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had poor water delivery. The customer reported the issue was found during preparation prior to use and the scheduled patient procedure (therapeutic colonoscopy) was completed with a similar device. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.